Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the lio/slit lamp energy was low during a retinal detachment repair procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
This complaint has been opened based on a technical service inquiry, no service has been performed. The system was manufactured on september 4, 2012. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).